Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, on the second firing when the surgeon clips the vessel, the clip could not be release from the cartridge. Although the surgeon managed to move it out, clips were malformed. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.